Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on blue screen. The field service engineer (fse) reimaged the pyxis station, verified successful data synchronization, updated all system settings, applied patches, and completed eset scans. After customer login and functional testing, the station was confirmed to be operating normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station kept restarting and on blue screen. There were no adverse events or injuries reported based on this event.